Event description:
The affiliate stated the customer reported clear fluid, containing water and autogloss, leaked from the cap piercer within the instrument involving the unicel dxc 800 synchron system. The customer stated one patient sample had one erroneous result at the time of the fluid leak, and the customer reanalyzed the sample on an alternate analyzer. The customer discarded all the samples that were affected by the fluid and reanalyzed the samples on the alternate analyzer. The customer stated the erroneous result was not released out of the laboratory; reanalyzed results were issued to the hospital. There was no patient consequence. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan in the laboratory. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed and cleared debris from the wick, blade and rubber stopper from within the shuttle and resolved the issue. The instrument conformed to the manufacturer's published performance specifications.